Manufacturer narrative:
(B)(4) - a device evaluation is in progress and a supplemental medwatch will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis patient's caregiver encountered a fluid leak inside of the cassette door of the patient's peritoneal dialysis cycler. The patient caregiver did not detect a tear or hole in the cassette. The patient's peritoneal dialysis rn reported that the patient experienced no adverse event. The patient was not administered an antibiotic nor was the patient hospitalized. The patient discarded the tubing set.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.